Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. The monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The open resistor is consistent with the reported external defibrillations. There is no indication that the open resistor caused or contributed to the patient's death. Device manufacture date: monitor: (B)(6) 2011. Belt : 03/13/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital at the time of the event being monitored by telemetry. The hospital staff reported that the lifevest was taking too long to treat and that the lifevest was eventually removed so that external defibrillation could take place. Review of the download data indicates that the patient received four appropriate shocks during vf. The response buttons were pressed prior to the first shock and throughout the event. It is unknown who pressed the response buttons. Multiple non-lifevest defibrillations were evident on the patient's ECG. The device was shutdown and the patient later passed away.